Event description:
It was reported that the pump completed infusion approximately 7-8% earlier than expected. Pump settings: a 3-day bag containing 390 ml at a rate of 5 ml/hour, res volume of 30.9 ml. During compounding, a secure ethylene vinyl acetate bags (eva) bag was filled with normal saline (ns) using a baxa repeater pump from baxter, which was calibrated before use. The eva bag was spiked with an equashield spike set. The blincyto stabilizer and medication was then injected into the bag. After the medication was added, the tubing was primed by gravity. The residual volume accounted for the total volume in the bag, excluding the priming volume for the tubing set, which was 7 ml plus an additional 1 ml for the equashield spike adapter. The event occurred while in use with a patient at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
B5: revised. E1: facility name "((B)(6) medical center)". H3: the device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause. H10: additional related report number 3012307300-2024-10675.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device completed its task approximately 7-8% earlier than expected. The programming details were as follows: a 3-day bag containing 390 ml at a rate of 5 ml/hour. During compounding, a secure eva bag was filled with normal saline (ns) using a baxa repeater pump from baxter, which was calibrated before use. Baxter¿s documentation indicates a 10% variance for the pump. The eva bag was spiked with an equashield spike set, followed by the cadd set 21-7346. The blincyto stabilizer and medication were then injected into the bag. After the medication was added, the tubing was primed by gravity. The nursing staff connected the pump to the patient and programmed it. The cadd tubing featured an equashield swivel connector, and the patient¿s port site had a bd q-syte. The pump indicated a reservoir volume of 30.9 ml for the 3-day bag. A 6% variance was discussed, along with theinstruction of use (IFU) information for the pump¿s placement. The residual volume accounted for the total volume in the bag, excluding the priming volume for the tubing set, which was 7 ml plus an additional 1 ml for the equashield spike adapter. The event occurred while in use with a patient at the patient's home. The operator of the device was a health professional. There was patient involvement, and no patient harm reported.